Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan error" message with the adc device. The customer indicated due to this issue, they were unable to obtain readings and became hypoglycemic, requiring treatment of sugar provided by family member. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state). The communication was attempted between returned sensor and known good reader. The returned reader successfully communicated with the returned sensor. Scan timeout error message was not observed. An extended investigation was performed . The return sensor was investigated and did not observe any abnormalities. The customer's complaint was replicated by using a known good android device and librelink app, and the sensor was able to communicate without any issues. Therefore issue was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan error" message with the adc device. The customer indicated due to this issue, they were unable to obtain readings and became hypoglycemic, requiring treatment of sugar provided by family member. There was no report of death or permanent injury associated with this event.